Manufacturer narrative:
(B)(4). This bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Concomitant medical products - nexgen lps-flex option gsf femoral component catalog #: 00576401452 lot #: 61407576, nexgen standard all poly patella size 29 8.0mm catalog #: 00597206529 lot #: 61504276, nexgen lps-flex posterior stabilized articular surface size c d 10mm catalog # 00596403010 lot # 61492124, nexgen nonaugmentable stemmed option tibial component size 3 catalog # 00598603701 lot # 61475088, palacos r 1x40 single bone cement catalog #: 00111214001 lot #: 69454233. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the devices remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this patient; please see all reports associated with this event: 0002648920-2017-00697, 0002648920-2017-00696, 0001822565-2017-07832, 0001822565-2017-07821, 0001822565-2018-06830, 0001822565-2017-06831. Investigation incomplete.

Event description:
It is reported that the patient is experiencing pain, swelling, stiffness and instability approximately eight (8) years following knee arthroplasty. The patient's surgeon has alleged potential loosening of the patient's prostheses.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the nexgen cr-flex and lps-flex package insert, pain, swelling, and loosening are known potential adverse effects of this procedure. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.